Manufacturer narrative:
Device sample not received by MFR in time for this report.

Event description:
The event is reported as: the anti reflux valve on the bag he attached to the foley appeared to be stuck together no urine would flow from the catheter into the bag. No pt injury reported. Pt's condition listed as fine.